Event description:
It was reported that the patient presented with loss of ventricular capture at maximum output and diaphragmatic stimulation. The lead was repositioned and the pocket closed. An hour or so later, loss of ventricular capture was again noted in the bipolar configuration. Unipolar capture was intermittent at 5 v. Attempts to reposition the dislodged lead failed. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.